Event description:
It was reported that this right atrial (ra) lead presented with atrial undersensing and due to this situation, the device delivered an inappropriate shock due to atrial fibrillation (af) with rapid ventricular response. The lead was explanted. No additional adverse patient effects were reported.